Manufacturer narrative:
Zoll has not yet received the zoll thermogard xp console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The user reports experiencing intermittent "pump failure" messages displayed on the thermogard console. It was also reported that the console's pump does not rotate during priming. No patient involvement.